Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records provided indicates the patient experienced pain, prolapse and erosion. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2011 the patient was diagnosed with vaginal vault prolapse. The patient underwent a robotic laparoscopic sacrocolpopexy with implant of a bard flat mesh. On (B)(6) 2012 the patient had an medical doctor office exam with complaints of vaginal prolapse, pain and intermittent vaginal bleeding. Per the exam notes "vaginal cavity showed arterial and vault prolapse. The vaginal vault showed evidence of mesh erosion. The bottom end of the mesh that was used to do a sacrocolpopexy is showing up tot he vault." On (B)(6) 2012 the patient had a surgical consultation due to recurrent prolapse and mesh erosion. It was noted in the exam notes that the patient wound be scheduled for surgical excision of the mesh as it was considered to be the best treatment plan.